Manufacturer narrative:
(B)(4). Evaluation of the returned device found the sheath appeared normal. There was no kink found on the sheath. During the investigation, the guidewire was backloaded and frontloaded without a problem. Based on the investigation findings, the device performed according to specification; therefore, the root cause for reported event could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any finding relevant to this report.

Event description:
It was reported that a physician in training in the use of the device successfully performed pre-closure placement of the prostar xl sutures in the right common femoral artery. The device was then backed up to the guidewire exit port and a stiff standard j guide wire was inserted back into the valve. The guidewire could not be inserted through the device back into the artery due to a kink in the prostar xl sheath. The physician attempted three different guidewires without success. There was no information provided regarding impact to the scheduled interventional procedure. It was reported that the patient required a surgical cut down to achieve hemostasis.